Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone17.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to approximately 400 mg/dl for an undisclosed time wearing the pod. The reporter stated after a couple of hours using the pod the bg levels were rising. The reporter stated the cannula did not properly insert into their abdomen; it was found to be bent.